Event description:
Customer reported no images on monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the hard drive and system interface pcb. System operates as intended. This MDR is related to ge healthcare complaint.